Event description:
The customer contributes the progressa bed¿s pressures as "too strong on the mattress" and has contributed this to a patient developing pressure ulcers. The customer provided in there was no serious injury only stage 1 redness. Patient stayed 10 days in this unit (this is when the redness appeared) and was then moved to another unit for different care. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer confirmed that the patient had a stage 1 pressure injury with redness. The patient stayed on the unit for 10 days, redness appeared, and he was then moved to another unit. The hillrom technician thoroughly evaluated the bed from the event reported by the customer. It was confirmed that the bed was functioning correctly and in accordance with the technical manual: no error codes. All values are within the ranges of the technical documentation. The pressures measured were in compliance with the expectations. No malfunction, the bed was performing within specifications. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The progressa integrated air mattress is a therapy surface option for the progressa bed system. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The bed instructions for use outlines adjusting the firmness of the bed: (1) press the surface control on the gci. (2) press the patient comfort on the graphical caregiver interface (gci). (3) use the patient comfort controls to change the pressure in the head, seat, and the lower leg sections of the mattress assembly. Warnings listed under the progressa therapy surface to help prevent injury and/or equipment damage state: the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. An error code or message is a safety indication feature of the device designed to alert the user/clinician of a possible device problem so the device user may take appropriate action, which may include removing the device from service. The clinician would be alerted to the error code/message by a visual indication and/or an audible alarm tone. The instructions for use (IFU) contains definitions of the error codes/messages for user reference. The progressa bed will display a variety of error codes if any of the bladders do not meet the pressure set point within 10 +/- 1 minutes. Additionally, the bed has an error (3204) for excessive leak which would alert the user of head, seat, foot, and articulation faulty zone. If the bed displayed an error code/message before use/during use, an alert would notify the clinician visually and/or audibly of the error code/message and the clinician would be informed to not utilize the device until the error code/message has been resolved. The clinician would then rely on their clinical assessment of the patient or obtain an alternative device. No malfunction was identified during the inspection of the bed and determined to function as designed. The technician performed functional, visual and audible tests per the service manual and the unit functioned as designed. Additionally a retrieve of data of the bed showed no error codes as measurements were always within specified ranges. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Stage 1 pressure injuries are characterized by superficial reddening of the skin (or red, blue or purple hues in darkly pigmented skin) that when pressed does not turn white (non-blanchable erythema). If the cause of the injury is not relieved, these will progress and form proper ulcers. A stage 1 pressure injury is not considered a serious injury. Stage 1 pressure injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean. This reported event did not result in serious injury nor serious deterioration in the state of health, and the device functioned as intended. Therefore this is not reportable.

Manufacturer narrative:
The investigation of the mattress by a hillrom service technician is still pending. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Instructions for use outline adjusting the firmness of the bed: (1) press the surface control on the gci. (2) press the patient comfort on the gci. (3) use the patient comfort controls to change the pressure in the head, seat, and the lower leg sections of the mattress assembly. Warnings listed under the progressa therapy surface to help prevent injury and/or equipment damage state: the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. An inspection of the bed to confirm functionality could not be performed at the time of this evaluation. The client confirmed that he had nothing critical, only stage 1 redness. He stayed 10 days in this unit (this is when the redness appeared) and was then moved to another unit for different care. No additional information available for the time being. Further investigation has been initiated and hillrom will provide a report with investigation conclusions. If any new relevant information is received the injury and product functionality will be addressed according.

Event description:
The customer contributes the progressa bed¿s pressures as ¿too strong on the mattress¿ and has contributed this to a patient developing pressure ulcers. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).